Manufacturer narrative:
It was reported the bag leaked from the central port (as indicated in the medwatch report). The user facility submitted medwatch mw5098587 for this event. The device was manufactured between 17jun2020 and 18jun2020. The device was received for evaluation. Visual inspection noted an area marked where the leak was eventually confirmed; otherwise, the inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a leak was observed at the spike port weld in the back side. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from june 17, 2020 - june 18, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed, which observed a marked area of defect. Functional testing was performed, which revealed a leak at the spike port weld in back side of the bag. Additional inspection was performed, which verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The user facility has not provided the medwatch report # for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the center of the bag. This was identified before use. There was no patient involvement. No additional information is available.